Manufacturer narrative:
There is no allegation against the leads therefore they are no longer reportable.

Event description:
Additional information indicates surgical intervention was undertaken wherein just the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03987. It was reported that the patient experienced ineffective therapy and patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.